Event description:
The patient contacted animas on (B)(6) 2014 reporting that their blood glucose (bg) has been rising in the evening but since (B)(6) 2014 their bg has been much higher. The patient reported that their bg today was 30.4 mmol/l with severe lethargy, severe thirst, and severe urination. The patient confirmed that the basal settings were correct. The history was reviewed and there were no gaps in delivery. The patient self treated with the pump and then on (B)(6) 2014 the patient treated with 10 units via syringe last night. The patient gave treated via syringe because they were not sure if the treatment was going through. The patient was on vacation recently and the pump was a time change in the pump as well. Customer support (cs) recommends the patient speak with hcp about issue. The patient has been on pump since 2004 and reports the settings have not been changed. The pump appears to be working as programmed, the current site is delivering insulin as they are responding to it. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.